Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue. The device was repaired but not returned to the customer, pending customer approval of the estimate.

Event description:
The MFR received info alleging a ventilator failed a step during testing. The device was not in pt use.